Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a octaray mapping catheter and when the octaray catheter was removed from the patient one of the splines had a string coming out, in place of the distal electrode. It was unknown where the distal electrode was--only the string was present. The physician stated that the device was used in the right atrium only, and when it was removed for transseptal access the issue was noticed at this point in the procedure. The catheter was replaced. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 3-mar-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a octaray mapping catheter and when the octaray catheter was removed from the patient one of the splines had a string coming out, in place of the distal electrode. It was unknown where the distal electrode was--only the string was present. The physician stated that the device was used in the right atrium only, and when it was removed for transseptal access the issue was noticed at this point in the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device were performed following j&j procedures. Visual inspection was performed, and one spline was observed bend. In addition, two electrodes of the spline were observed lifted and sharp, but no internal components were exposed. No tip separation was identified during the analysis. A manufacturing record evaluation was performed for the finished device number lot 31482997l and no internal actions related to the complaint were found during the review. The damage identified on the spline and electrodes, could be related to the separation issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue could be related to excessive force or manipulation during the procedure, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).